Manufacturer narrative:
Additional info was requested from the reporter; however, no additional info has been received. Results - without a lot number we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. Date submitted: 29 september 2009.

Event description:
The male pt was being nursed in the infection ward with a nexiva device for infusion. The staff was with pt prior to incident. The pt's wife arrived and found husband in bed with a big pool of blood, and his arm hanging over the bedside. The stopcock is off of the device and blood is running from the product. The pt was suffering from severe coagulation problems and lost quite a lot of blood during the time of the incident. His blood count goes down to hb 82 and he requires a blood transfusion.